Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was not reported. On the same day as the event onset date, the patient was hospitalized and was treated with amikacin injection and tazobact (both intraperitoneal, dosages, frequencies and durations were not reported) for the event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information to a1, a2, a3, b5, b7 and h10 b5: upon follow up, it was reported that the patient was discharged fro being hospitalized and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.